Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient with ending therapy. The patient was going to complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported and the cassette was received for evaluation. A visual inspection was performed and no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and device-to-device interaction testing; no issues were observed that could have caused or contributed to the reported issue. The reported alarm was not verified and the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.